Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently the pump wake button was difficult to turn on. Customer had to press the button multiple times before screen turned on. Customer's blood glucose ranged from 80-300 mg/dl. Customer continued to use pump along with manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.